Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer reported blood glucose level was within target range.